Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested and the following was obtained: please provide procedure name and date. Not known. Please confirm how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? Not known. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op) or after use on patient (post-op)? Not known. How was procedure successfully completed? New suture was taken into use. Please provide lot number I have sent the box already, so unfortunately I don't have the lot number. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Investigation summary: one opened foil packet, a labeled winding former with a needle, and a dispensed suture product code mf2572 was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that light swage defect was observed on the swage area. The barrel hole was examined under 20x magnification and no remnant suture was found. In addition, the suture end was examined and there isn't sufficient impression, resulting in a needle pull off defect. As per returned conditions of the sample no functional test was performed. The pull-out defect has been correlated to the manufacturing process. This defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. Based on the information currently available, the pull out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Events reported via: 2210968-2021-07949, 2210968-2021-07954, 2210968-2021-07953, and 2210968-2021-07951.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from needle. No adverse patient consequences were reported. Additional information was requested.